Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that there were automatic mode switch (ams) episodes from an unspecified over-sensing on the right atrial (ra) lead. Programming changes were made. The patient was in stable condition.